Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Event description:
The customer's daughter reported that on the date of (B)(6) 2010, the customer received a reading of 170-180 mg/dl on his freestyle freedom blood glucose meter and thought the reading(s) was (were) higher than he felt. The customer reportedly took 2 units of insulin and experienced dizziness, slurred speech and then passed out. The paramedics were called and the customer's daughter reported the customer was treated with an unspecified intravenous solution and transported to a health care facility where he woke up, and was kept being treated with an unspecified intravenous solution. However according to customer's daughter report, the customer was diagnosed with hyperglycemia and also treated with insulin which is inconsistent with the customer's symptoms. The customer was further diagnosed with another medical condition, chronic obstructive pulmonary disease (copd), and was kept being monitored for an unspecified heart condition. There was no report of death or permanent impairment associated with this event.